Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had an infection and a low-grade fever that spikes at times and goes up and down. It was unknown if the symptoms were related to the device or therapy, but the patient didn't have a fever prior to the implant surgery. The caller noted that it was ¿hard to say¿ when the infection started. The patient needed a MRI for reasons unrelated to the device/therapy. The MRI technician was able to successfully turn the ins on. No further complications are anticipated.